Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot#: l57096, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown) via an implanted pump. The indication for pump use was complex regional pain syndrome type 1, failed back surgery syndrome, and non-malignant pain. On (B)(6) 2017 it was reported that in (B)(6) the catheter broke. A piece of the catheter broke off and was in the patients spine. Beginning in (B)(6), the pump medication was decreased slowly 10% at a time. Per the patient, it used to be 2 something (a little bit over that) to currently 1.7 something. No further patient complications have been reported as a result of this event.